Event description:
Device 1 of 2. (See MFR # 162487-2010-02491 for device 2.) On (B)(6)2010, the pt was implanted with an scs system. It was reported that the leads migrated, causing the stimulation to be in the wrong area. The system was explanted on (B)(6)2010.

Manufacturer narrative:
Evaluation: device 1 of 2. (See MFR # 162487-2010-02491 for device 2). The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed. Review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history .